Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 547 mg/dl at the time of the incident. The customer was treated with injection shot. The customer was assisted with troubleshooting for insulin flow block alarm and bent cannula. The customer reports event was resolved by changing complete set. The customer decline troubleshoot for high blood glucose. The insulin pump will not be returned for analysis however, the customer agreed to return reservoir and infusion set.